Event description:
It was reported, by the pt's wife, that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The physician implanted a taxus express2 drug eluting stent, unk size, to an unk vessel. The pt was discharged three days post procedure. The pt was then readmitted to the hospital with additional problems that they think may be due to "inflammation to the heart." Test results were not available at the time of this report. The pt also has sensitivity to metals and suffers contact eczema. No additional info regarding this event is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.